Event description:
It was reported that customer experienced cgm error 42 while using pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts confirmed pump warranty and shipping address, instructed customer to place pump in storage mode before returning it, and advised that customer would need to re-enter pump settings and reconnect cgm on replacement pump, including selecting ¿I¿m coming from a pump¿ when setting up new profile; customer understood and acknowledged all instructions.